Event description:
The customer's son called to report that his father passed away due to multiple organ failure. The son stated that the customer lived alone and had not been feeling well prior to his death. The son called the paramedics and the customer was taken to the hospital with blood glucose levels over 600 mg/dl. The son stated that the customer had run out of insulin, but he may have not heard any of the alerts due to the customer's loss of hearing. The son stated that the insulin pump may have been lost at the hospital. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product thas been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.